Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to uninstall and reinstall the g5 application and to then repair the transmitter. No additional patient or event information is available.